Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced tubing infusion set detached from quick release very easily at abdomen. The set was in use for one day. No further information available.